Manufacturer narrative:
Investigation description: the complaint was confirmed and duplicated. Unsuccessful attempts to rewind and prime leadscrew led to an 'unable to proceed' screen. Alert 38 was annunciated. Engineering logs confirmed the alert; see files section. The device was opened and the encoder magnet was found not fully seated. Exterior housing and display assembly displayed visible wear and damage, will need to be replaced.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during the rewind step, including when no supplies were in the chamber, and that successful rewinds took longer than expected; the user followed standard change procedures including fill tubing to drops, set application, and fill cannula, and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included reliance on an alternative insulin therapy until the replacement arrived. Investigation included remote troubleshooting and education. Investigation of this case revealed a suspected device malfunction affecting the pump¿s rewind function. It was concluded, based on previously established findings for similar reports, that the cause was suspected mechanical or firmware-related malfunction of the pump rewind mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.